Event description:
A customer stated that the display in customer's glucometer dex looks like it is missing the "tens unit" in the display. While on the phone a review of the system was conducted. It appears as if most of the segments are missing in the "tens units". A request was made to return the unit for evaluation. In the meantime a replacement unit was provided.